Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, the battery compartment is cracked. There was no damage to battery cap. Battery cap attaches securely to pump. Pump fails to power on. Unable to perform steps 8-13, 21 and 35 due to no power to pump. There was corrosion in battery compartment. Additionally, the pump leaks at battery compartment. The pump was opened and there was moisture damage found on the printed circuit board.there was no power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery cap was unable to be tightened. The battery compartment was found to be damaged and there was moisture alleged in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.